Event description:
It was reported that during a lap cholecystectomy procedure, the device would not fire. It jammed. They got a new one to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the el5ml instrument found that it was returned partially cycled and with one pear shaped clip in the jaws; the trigger had to be manually assisted to re-open the jaws and release the malformed clip. However, after removing the malformed clip the instrument was cycled, fed and formed the remaining clips within manufacturing requirements. No conclusion could be reached as to what may have caused the malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.